Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated. Review of black box data found the last basal was delivered about a month before the complaint date. A power-on-reset occurred on the same date and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s programmed basal settings. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The basal delivery was recorded correctly. Audio and normal bolus were delivered and recorded correctly. Pump delivery accuracy was within specifications. Unrelated to the complaint, a battery compartment crack was found below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, the pump was not working right. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.